Manufacturer narrative:
As reported, a patient complained of infection, bleeding and inflammation at the access site in the right common femoral vein in which he had previously had a pulsed field ablation (pfa) procedure and subsequently used two mynx control venous vascular closure devices (vcd) to close that site. Antibiotics were prescribed and an ultrasound was performed at the follow up appointment for this complication. The patient additionally had 3 other venous access sites (2 in the left common femoral vein and another one in the right common femoral vein) all of which he closed with mynx control venous. The patient presented with what is described as an abscess and antibiotics were prescribed. Several days later, the patient contacted his office and stated that the site had not been improving, so the patient was referred to a general surgeon for a potential incision and drainage procedure. This procedure has not been performed on the patient's groin, and it is unknown whether this will occur at this point. Regarding the initial procedure, the physician used an 8f and a 9f sheath in the left groin and an 8f and 9f sheath in the right groin, all of which were non-cordis sheaths. He exchanged his 8f sheath in the right for a different non-cordis sheath to perform the pfa, and upon completion of the procedure, he downsized this site back to the other non-cordis 8f sheath in order to close with mynx control venous. The 9f sheath remained in the affected limb. The vcd was stored and prepped properly per the instructions for use (IFU), and hemostasis was achieved on the procedural table without issue at all 4 access sites. The physician is trained and certified in using mynx control venous and has deployed over 80 mynx control venous devices successfully at this point. The device was prepared and used per the instructions for use. The symptoms were resolved without sequalae. The procedure was a pfa utilizing farapulse. The approximate distance between access sites is not certain however, the sheath hubs were touching at the skin. An ultrasound was not done prior to discharge after the procedure. Additional details were requested but not provided. The devices will not be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. Access site bleeding is a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vcd sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. The reported events could not be confirmed without receipt of images or cultures for the reported infection. The exact cause of the issues experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ according to the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but, if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient complained of infection, bleeding and inflammation at the access site in the right common femoral vein in which he had previously had a pfa ablation procedure and subsequently used a mynx control venous vascular closure device (vcd) to close that site. Antibiotics were prescribed and an ultrasound was performed at the follow up appointment for this complication. The patient additionally had 3 other venous access sites (2 in the left common femoral vein and another one in the right common femoral vein) all of which he closed with mynx control venous. The patient presented with what is described as an abscess and antibiotics were prescribed. Several days later, the patient contacted his office and stated that the site had not been improving, so the patient was referred to a general surgeon for a potential incision and drainage procedure. This procedure has not been performed on the patient's groin, and it is unknown whether this will occur at this point. Regarding the initial procedure, the physician used an 8f and a 9f sheath in the left groin and an 8f and 9f sheath in the right groin, all of which were non-cordis sheaths. He exchanged his 8f sheath in the right for a different non-cordis sheath to perform the pfa ablation, and upon completion of the procedure, he downsized this site back to the other non-cordis 8f sheath in order to close with mynx control venous.t he 9f sheath was remaining in the affected limb the vcd was stored and prepped properly per the instructions for use (IFU), and hemostasis was achieved on the procedural table without issue at all 4 access sites. The physician is a trained and certified in using mynx control venous and has deployed over 80 mynx control venous devices successfully at this point. The device was prepared and used per the instructions for use. The symptoms were resolved without sequalae. The procedure was a pfa utilizing farapulse. The approximate distance between access sites is not certain however, the sheath hubs were touching at the skin. An ultrasound was not done prior to discharge on the procedure. The devices will not be returned for evaluation.